Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-17438. The pt received 2 scs leads with the same lot number. It was reported the pt was experiencing pain at her scs ipg pocket site after falling against a refrigerator. The physician decided some time should be given to determine if the issue would resolve on its own. F/u identified the scs ipg was explanted and replaced with a different model to address the issue. It was also reported during the surgical intervention, one of the scs leads was found to be fractured. Subsequently, the lead was explanted and replaced.